Event description:
A buttonhole flap occurred due to no apparent cause, i.e. Good exposure and adequate suction during the cut. The pt has since developed central epithelial ingrowth requiring the flap to be relifted.